Event description:
Same pt as MFR# 6000089-2006-02413 and 6000089-2006-02414. It was reported 207 days following a coronary artery drug eluting stenting treatment procedure, the pt experienced stable chest pain. The index procedure treated 3 target lesions. The first lesion was located in the distal right coronary artery (rca). The lesion was direct-stented with a taxus express2 2.75x20mm stent. Target lesion 2 was located in the mid left anterior descending artery (lad) and was direct stented with a taxus express2 2.50x24mm stent. The third lesion was located in the proximal lad and was direct stented with a taxus express2 2.50x20mm stent. The results of the procedure was <30% residual stenosis and timi-3 flow for all treated lesions. Two hundred seven days following the procedure, the pt experienced stable angina pectoris. The event was confirmed by ECG and lab values. The event was resolved the following day with no residual effects (details are currently unavailable, add'l info has been requested).

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg record could not be performed as the batch number is unk.